Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose at the time of incident was 130 mg/dl. Troubleshooting was performed. Customer stated the insulin pump had moisture damaged than customer was using energizer battery. Customer states the contacts on the battery cap are neither missing nor damaged. The customer will buy new battery and try to troubleshoot the pump. The display did not returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube.